Event description:
During the cardiomems implant procedure it was reported a right ventricular lead from the patient's ICD or pacemaker became dislodged and was seen in the pulmonary artery. The cause of the dislodgement is unknown. The implant was completed successfully. An electrophysiology team then removed the lead from the pulmonary artery. The patient was retained at the hospital until they could be transferred to another site for lead extraction. An extraction procedure was performed, and the patient was then discharged. No adverse consequences to the patient were reported.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 no device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.